Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The images were not available, the imaging evaluation could not be performed. The device was returned and the engineering evaluation was performed on the device. The following observations were made by engineer, refer to the images below: the entire device as returned. There was approximately 35.8cm of deployment line between the hub and deployment knob. Approximately 0.4cm of the distal shaft, upon which the endoprosthesis is mounted, was exposed at the tip. The endoprosthesis was longitudinally compressed towards the transition. Approximately 0.8cm of the endoprosthesis was expanded. The remainder of the endoprosthesis was constrained by the inner braided constraining line. Bowstringing of the endoprosthesis was observed due to tension on the deployment line. The remainder of the device appeared unremarkable. Deployment was able to be continued with traction on the deployment line at the endoprosthesis. Based on the evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
The following was reported to gore: on (B)(6) 2020 a patient was to be implanted with a 6mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface to treat axillary vein occlusion. The viabahn® device was advanced through a 7fr. Terumo sheath via 0.035*180cm terumo wire to target lesion and deployed. However, a resistance was felt when the physician was pulling the deployment line. The viabahn® device got stuck and couldn't be deployed. In order to prevent the viabahn® device from being damaged, it was removed out of the patient. Therefore, another 7mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface was used to complete the procedure successfully. The patient did not experience any adverse consequences. The engineering evaluation result showed the endoprosthesis was expanded. Confirming with fsa the endoprosthesis was expanded inside the patient¿s body.